Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 80% stenosed lesion was located in a moderately tortuous and non calcified left front arm shunt vessel. The lesion length was 2.5 cm-3 cm. The sterling otw 4.0 x 40/40 (4f) was used to dilate the lesion. On the first inflation the balloon ruptured at six atmospheres. The procedure was completed with a 4 x 20 mm sterling balloon. No patient complications were reported and the patient's status is good.